Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor gave a reading of 61 mg/dl when the blood glucose reading was 148 mg/dl and that threshold suspend was activated. The previous sensor had given calibration error alerts and a change sensor alert. The customer also reported a sensor reading of 100 mg/dl which went down to 60 mg/dl five minutes afterward, when the blood glucose reading was 96 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.